Event description:
During a pulmonary vein contraction ablation procedure, a pericardial effusion occurred. Following the ablation of the right ventricular outflow tract, reduced movement of the heart boarder was noted on fluoroscopy. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU cardiac perforation is a known risk during the use of this device.